Manufacturer narrative:
Upon receipt, the lead was found dissected at approximately 4.5 cm distal to the is-1 connector pin. Only the proximal fragment of the lead was returned for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. As only the proximal fragment of the lead was available for analysis, the electrical inspection was limited to the measurement of the dc resistances of the returned fragment. No peculiarities were found. Further inspection of the returned lead fragment did not show any abnormality. Next, the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned by boston scientific without documentation. It is unknown why this device was explanted.